Event description:
It was reported by customer that second PICC line was inserted (B)(6) and on (B)(6) was noted to be leaking at site. Tenderness along the inside of the arm and leaking at the site when flushed. It also had a pin hole at 9 cm marking on the PICC. This person was receiving ivig. The antibiotic in use was vancomycin. Additional information: it was reported the total length of the catheter was 48cm. PICC was inserted into the basilic vein, with 7cm exit site markings. Normal saline used to lock catheter in-between use. Securacath used. PICC was dressed straight along the patient's arm after insertion. PICC leak identified when patient experienced pain and swelling. Break was internal at the 9cm mark.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 9 cm and 10 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that second PICC line was inserted on (B)(6) was noted to be leaking at site. Tenderness along the inside of the arm and leaking at the site when flushed. It also had a pin hole at 9 cm marking on the PICC. This person was receiving ivig. The antibiotic in use was vancomycin. Additional information: it was reported the total length of the catheter was 48cm. PICC was inserted into the basilic vein, with 7cm exit site markings. Normal saline used to lock catheter in-between use. Securacath used. PICC was dressed straight along the patient's arm after insertion. PICC leak identified when patient experienced pain and swelling. Break was internal at the 9cm mark. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: PICC placed on (B)(6) 2024 and removed on (B)(6) 2024, total length 48cm, inserted in basilic vein, exit site marking 7cm, secured with securacath and glue between 6 and 7cm. PICC used for antibiotics. No known occlusions with this PICC. Leak discovered thru patient symptoms (pain, swelling). Break was internal/ inside the patient at 9cm mark. Used for 27 days. No xray imaging available. Site cleaned with 3m soluprep swabstick (2% chg and 70% ipa 1.6 ml swabstick). Additional comments: none.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that second PICC line was inserted on (B)(6) was noted to be leaking at site. Tenderness along the inside of the arm and leaking at the site when flushed. It also had a pin hole at 9 cm marking on the PICC. This person was receiving ivig. The antibiotic in use was vancomycin. Additional information: it was reported the total length of the catheter was 48cm. PICC was inserted into the basilic vein, with 7cm exit site markings. Normal saline used to lock catheter in-between use. Securacath used. PICC was dressed straight along the patient's arm after insertion. PICC leak identified when patient experienced pain and swelling. Break was internal at the 9cm mark. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: PICC placed on (B)(6) 2024 and removed on (B)(6) 2024, total length 48cm, inserted in basilic vein, exit site marking 7cm, secured with securacath and glue between 6 and 7cm. PICC used for antibiotics. No known occlusions with this PICC. Leak discovered thru patient symptoms (pain, swelling). Break was internal/ inside the patient at 9cm mark. Used for 27 days. No xray imaging available. Site cleaned with 3m soluprep swabstick (2% chg and 70% ipa - 1.6 ml swabstick). Additional comments: none.